Event description:
It was reported that the customer had high blood glucose levels of 425 mg/dl. The customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including sleepiness, thirstiness, vomiting and nausea. Troubleshooting was done. The daughter of the customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.